Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [07/17/2014]. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side moderate rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported left side moderate rupture. Device has been explanted and replaced.